Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer experienced error 23097. The customer was able recover and proceed with 4 arms. The customer called back after swapping the patient side cart (psc) due to getting a message that the psc was not connected. The technical support engineer (tse) advised the software mismatch will not allow the components to be swapped. The customer elected to end the call and is going to discuss this with the surgeon. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and completed the failure analysis investigation. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a patient side cart test platform where it failed the fiber test on the rolling loop. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.